Manufacturer narrative:
24036043 and 24036042 additional lot numbers a mz1000 product was not available for investigation of pr (B)(4) (investigation 11055010); however, the customer confirmed that the complaint samples were from lots 24036043 and 24036042. The feedback provided by the customer states that, "even in the lumen on which no diprivan was running, residue was still left in the needleless connector." Further correspondence from the customer has stated that the needle-free connector was then used in intensive care for medication administration via a pump. The fault was visibly noticed by nurses and doctors. No visible damages were observed on the product. The product was used for blood collection or medication administration. The product was disinfected with clinell 2% in alcohol 70%. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lots 24036043 and 24036042 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the product mz1000 over the past 12 months.

Event description:
No new information the department regularly uses a tap block to which the needleless connectors are attached. On one lumen ran diprivan and the other lumen was also in use. The department noted that even in the lumen on which no diprivan was running, residue was still left in the needleless connector (see added photo). In addition, they also reported that the maxzero easily detaches from the infusion line. Mainly when disconnecting medication, the needleless connector comes along quickly.

Event description:
It was reported that bd bd maxzero needleless connector was disconnecting the following information was received by the inital reporter with the following verbatim the department regularly uses a tap block to which the needleless connectors are attached. On one lumen ran diprivan and the other lumen was also in use. The department noted that even in the lumen on which no diprivan was running, residue was still left in the needleless connector (see added photo). In addition, they also reported that the maxzero easily detaches from the infusion line. Mainly when disconnecting medication, the needleless connector comes along quickly.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed